Event description:
It was reported that cartridge alarm 30 occurred and recurred on pump, and issue did not cause customer¿s blood glucose level to exceed critical high range. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using proper steps with support from technical support but was unable to resume insulin therapy due to recurring alarm, so pump replacement was arranged under warranty, customer planned to use multiple daily injections as backup insulin therapy, was instructed to store and return faulty pump, and was informed about need to re-enter settings and reconnect continuous glucose monitor on replacement pump, which customer acknowledged.